Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010 a (B)(6) male pt reported that the lifevest was irritating an incision and chest tube site, causing it to bleed. There was no additional follow up on the condition of the irritated area.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.